Manufacturer narrative:
At this time, it is unclear if the information provided by the patient prior to (B)(6) 2012 pertains to a stryker device. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is in constant extreme pain that originally started six weeks post op and got worse over time. There was swelling in the hip area. The hip dislocated on (B)(6) 2010, because of a large hematoma. The hip was aspirated in 2011. A drain was placed in the hip area, but it didn't help and patient ended up with a wound vac. Patient also reports contracting (B)(6). Patient is stating that the implant was removed in (B)(6) 2011, and a stryker implant put-in in (B)(6) 2012.